Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no images or photos have been made available to the manufacturer. Conclusion: the investigation is inconclusive for the alleged event. Per the reported event details, the filter became tilted and migrated caudally during a retrieval attempt. Therefore, it is possible that procedural issues contributed to the event. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications/possible complications include, but are not limited to, the following: movement, migration or tilt of the filter are known complications of vena cava filters. Filter tilt. Filter malposition. Note: it is possible that complications such as those described in the "warnings", "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately five months post vena cava filter deployment, an attempt to retrieve the filter was unsuccessful. Allegedly, the filter was identified to have tilted with caudal migration during the filter retrieval attempt made. No other pertinent patient or medical information was provided leading up to or surrounding the event. The patient status was not provided.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately five months post deployment, multiple unsuccessful retrieval attempts were made. On the same day, inferior cavogram revealed that the filter had migrated one vertebral body lower in the ivc and significantly tilted. Filter tines were projecting outside of the vessel lumen as well.therefore, the investigation is confirmed for retrieval difficulties, filter migration, perforation of the ivc wall and filter tilt. Per medical records, multiple attempts were made to retrieve the filter but were unsuccessful. This could have contributed to filter tilt, perforation and migration. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4(expiry date:03/2013), h6(device: 4001). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately five months post vena cava filter deployment, an attempt to retrieve the filter was unsuccessful. Allegedly, the filter was identified to have tilted with caudal migration during the filter retrieval attempt made. No other pertinent patient or medical information was provided leading up to or surrounding the event. The patient status was not provided. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and patent foramen ovale. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of ivc; struts perforated and migrated; device unable to retrieved. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for the alleged failures as no objective evidence has been provided to confirm any alleged deficiency with the filter. Per the reported event details, the filter became tilted and migrated caudally during a retrieval attempt. Therefore, it is possible that procedural issues contributed to the event. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Filter tilt, filter malposition. Note: it is possible that complications such as those described in the "warnings", "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted.

Event description:
It was reported that approximately five months post vena cava filter deployment, an attempt to retrieve the filter was unsuccessful. Allegedly, the filter was identified to have tilted with caudal migration during the filter retrieval attempt made. No other pertinent patient or medical information was provided leading up to or surrounding the event. The patient status was not provided.